Event description:
The patient reported charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was not confirmed. An explant surgery has been scheduled.